Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor siltex round moderate profile 275cc saline prosthesis, lot 176631, catalog: 3542635, 250cc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor siltex round moderate profile 275cc saline prosthesis implanted. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient had a mentor siltex round moderate profile 275cc saline prosthesis implanted. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2.2 cm on the anterior aspect and extending to the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).